Event description:
Curette from rongeur tray broke in half and caused a dural tear. Curette #: 710-1505-2 11-15m. Broken instrument removed and taken to risk office. The injury was repaired by the surgeon. Case completed and patient sent to recovery.